Event description:
Customer reports via phone that during a CT scan, a patient experienced an extravasation of approximately 15-20ml of optiray 320. Customer requested a callback on five days later for more details. On that day: customer does not have additional information yet, please call back on the next day. On the same day: customer reports via phone that a female having a CT chest pe study. Patient came from the ER with a b-d posiflow IV access in the right ac (unknown gauge). Optiray 320 125 prefilled syringe (lot number p205d, exp. 04/2010), placed into the optistat handheld injector system and connected to the IV access with a coiled tubing. Injection protocol was set for 3ml/ sec for 125ml. Injection started. After approximately 15 - 20ml, the technologist noted an infiltration at the IV site and stopped the injection. Patient did not complain of any pain at the site. Did mention some numbness in her arm though. Patient was returned to the ER where she was observed for approximately three hours. Treated with warm compresses. The extravasation site resolved and patient was then discharged with no further instructions.

Manufacturer narrative:
Manufacturing investigation pending. Upon receipt of investigation summary, a medwatch supplemental report will be submitted.